Event description:
On (B)(6) 2011, competitor stated on (B)(6) 2011, pt reported experiencing a bent cannula while using the infusion set and pt's blood glucose level went up to 1300 mg/dl. Competitor reported, pt was taken to the hospital. Competitor stated, pt does not remember when this occurred, but she thinks it was approx 1 month ago. Competitor reported, the pt stated, she was not notified immediately of the recall and was using the infusion sets. Pt is not currently using the infusion sets. Competitor stated, the pt does not recall how she got to the hospital. Pt had no nausea, no vomiting, but thinks she had some sob. Competitor reported, the pt does not remember what happened prior to or after the event. Competitor stated, the pt reported her doctor told her she had a 1300 mg/dl blood glucose level and she had to have dialysis a few times while in the hospital on this admission. Competitor reported, pt stated she does not know how long she was in the hospital for this admission and does not recall the sequence of events. No products were returned for eval.

Manufacturer narrative:
No product will be returned for eval.